Event description:
It was reported that the power of the lcd monitor turned off. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, e1, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power loss was likely due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The intended unspecified procedure was diagnostic.